Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right atrial (ra) lead recorded episodes with a respiratory rate trend (rrt) feature over sensing on the ra channel. The patient showed good right ventricular and left ventricular pacing. The ra lead pacing impedances were jumpy from normal values to high, out of range values. According to field representative, it was believed that the impedance issues could have been originated due to spring contact issues of the lead in the header. Various programming and monitoring options were discussed. The rrt sensor was turned off in the device. The system remains in service. No adverse patient effects were reported.